Event description:
Pt underwent surgery in 2008 to include anterior avaulta plus cystocele repair. She has a large mesh erosion, however, as she is not currently sexually active, has not chosen to have it corrected. Dates of use: 2008. Diagnosis or reason for use: cystocele.